Event description:
The patient contacted lfs alleging an error 1 message on their one touch verio pro meter. The patient did not exhibit any symptoms or seek any medical attention due to the alleged issue. The alleged issue was not resolved and meter was replaced. The complaint is being reported due to the alleged error 1 message.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510 (k) # is k093745.